Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from (B)(6) of suspected sterile peritonitis in a patient coincident with extraneal viaflex and nutrineal pd4, unknown bag therapies (lot numbers not reported) and dianeal pd4, unknown bag, imported product from (B)(6). On an unreported date, the patient began treatment with dianeal pd4, unknown bag, imported product from (B)(4) (dose and frequency not reported), extraneal viaflex (dose, frequency and lot number not reported) and nutrineal pd4, unknown bag (dose, frequency and lot number not reported). In (B)(6) 2011, the patient experienced suspected sterile peritonitis. On an unreported date in (B)(6) 2011, extraneal viaflex and nutrineal pd4 therapies were withdrawn. It was not reported if laboratory testing was performed or if remedial therapy was rendered. At the time of this report, dianeal pd4 therapy was ongoing. It was not reported if the event of suspected sterile peritonitis had resolved. Medical history and concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of suspected sterile peritonitis.